Event description:
This complaint is from a (B)(4) study (B)(4). Index procedure took place on (B)(6) 2011. The procedure was coil embolisation assisted with vrd (enc452812/01424296 total 2) of right and left posterior communicating arteries. On (B)(6) 2012, the patient developed right-sided paralysis, numbness and sensory abnormalities associated with left hemispheric cerebral infarction. Heparin, argatroban hydrate and cilostazol were administrated. The outcome of the right-sided paralysis as of (B)(6) 2012 was indicated as "resolved without sequelae", and the outcome of the left hemispheric cerebral infarction, numbness and sensory abnormalities as of (B)(6) 2012 was indicated as "ongoing, improved." According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was unknown because 11 months had elapsed after the index procedure and the angiogram revealed neither thrombosis nor stenosis of the vrd which was placed in the left posterior communicating artery. The possible cause of these events may have been the artery to artery embolism associated with the stenosis of m1 segment of left middle cerebral artery before the vrd placement.

Manufacturer narrative:
The unruptured saccular aneurysm neck of right posterior communicating artery was 4.6mm, and the neck to sac ratio was 4.6mm:8.1mm. The parent vessel size diameter proximal was 3.1mm and distally was 2.7mm. The occlusion rate of aneurysm was 100% after the procedure. At the time of 1-year follow-up on (B)(6) 2012, aneurysm neck was 4.6mm, and the neck to sac ratio was 4.6mm:8.1mm. The parent vessel size diameter proximal was 3.1mm and distally was 2.7mm. The occlusion rate of aneurysm was 100%. The unruptured saccular aneurysm neck of left posterior communicating artery was 5.1mm, and the neck to sac ratio was 5.1mm:8.3mm. The parent vessel size diameter proximal was 3.1mm and distally was 2.8mm. The occlusion rate of aneurysm was 97% after the procedure. Mrs before the procedure on (B)(6) 2011 was 0, after the procedure on (B)(6) 2011 was 0, and on (B)(6) 2011 was 0. At the time of 1-year follow-up on (B)(6) 2012 was 3. The act was 137 seconds pre anticoagulation and 212 seconds post anticoagulation. No information regarding inr, pt, and ptt. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, cilostazol 200mg/day: (B)(6) 2012, argatroban hydrate 60mg: (B)(6) 2012, 40mg: (B)(6) 2012, heparin 10000u: (B)(6) 2011, 6000u was administered intra-procedurally. Prior to implanting the vrd of right posterior communicating artery, roadmaster 7fr 90cm/goodman, prowler select plus(606-s255x, lot unknown), chikai 200cm 0.014inch/asahi intecc, were utilized. Other devices utilized during the procedure were excelsior 1018(type 90 degrees)/stryker, x-pedion 10/covidien (B)(4), hyperglide 4mm x 15mm/covidien (B)(4), gdc10 360(6mm x 15cm). V-track hydrocoil(4mm x 10cm, 3mm x 6cm)/terumo, v-track microplex hypersoft(3mm x 8cm, 2mm x 6cm)/terumo, deltaplush(cpl100204-30). Lot number of the coils were all unknown. The vrd was placed along the target aneurysm after the coil embolisation. Prior to implanting the vrd of left posterior communicating artery, roadmaster 7fr 90cm/goodman, prowler select plus(606-s255x, lot unknown), chikai 300cm 0.010inch/asahi intecc, were utilized. Other devices utilized during the procedure were excelsior 1018(type j)/stryker, chikai 200cm 0.014inch/asahi intecc, x-pedion 10/covidien (B)(4), hyperglide 4mm x 15mm/covidien (B)(4), orbit(638cf0721, 638cf0615). V-track hydrocoil(4mm x 10cm, 3mm x 6cm)/terumo, orbit galaxy(640cx0304 total 2). Lot number of the coils were all unknown. The vrd was placed along the target aneurysm after the coil embolisation. No further information is available and procedural images are not available. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: roadmaster 7fr 90cm/goodman total: 2 (details unknown); prowler select plus total: 2 (606-s255x, lot unknown); chikai 200cm 0.014inch/asahi intecc (details unknown); excelsior 1018(type 90 degrees)/stryker (details unknown); x-pedion 10/covidien (B)(4) (details unknown); hyperglide 4mm x 15mm/covidien (B)(4) (details unknown); gdc10 360(6mm x 15cm) (details unknown); v-track hydrocoil(4mm x 10cm, 3mm x 6cm)/terumo (details unknown); v-track microplex hypersoft (3mm x 8cm, 2mm x6cm)/terumo (details unknown); deltaplush(cpl100204-30) (details unknown); chikai 300cm 0.010inch/asahi intecc (details unknown); excelsior 1018 (type j)/stryker (details unknown); orbit(638cf0721, 638cf0615); v-track hydrocoil(4mm x 10cm, 3mm x 6cm)/terumo (details unknown); orbit galaxy(640cx0304 total 2) (details unknown).

Manufacturer narrative:
It was reported via the (B)(6) study that approximately 11 months post stent assisted coiling of right and left posterior communicating (pcom) artery aneurysms using 2 enterprise vrds the patient developed right-sided paralysis, numbness and sensory abnormalities associated with left hemispheric cerebral infarction. Heparin, argatroban hydrate and cilostazol were administrated. The outcome of the right-sided paralysis a day later was indicated as 'resolved without sequelae,' and the outcome of the left hemispheric cerebral infarction, numbness and sensory abnormalities as of for days later was indicated as 'ongoing, improved.' According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was unknown because 11 months had elapsed after the index procedure and the angiogram revealed neither thrombosis nor stenosis of the vrd which was placed in the left posterior communicating artery. It was reported that the possible cause of these events may have been the artery to artery embolism associated with the stenosis of m1 segment of left middle cerebral artery before the vrd placement. The unruptured saccular aneurysm neck of right pcom was 4.6mm, and the neck to sac ratio was 4.6mm:8.1mm. The parent vessel size diameter proximal was 3.1mm and distally was 2.7mm. Six coils were placed in the right pcom aneurysm followed by placement of the enterprise vrd after the coil embolization. The occlusion rate of aneurysm was 100% after the procedure. At the time of 1-year follow-up on the coiled aneurysm size and parent vessel diameter were unchanged and the occlusion rate of the aneurysm was 100%. The unruptured saccular aneurysm neck of left pcom was 5.1mm, and the neck to sac ratio was 5.1mm:8.3mm. The parent vessel size diameter proximal was 3.1mm and distally was 2.8mm. The enterprise vrd was placed along the left pcom aneurysm prior to placement of six coils. No further information is available and procedural images are not available. The occlusion rate of aneurysm was 97% after the procedure. Heparin 10000u was administered intraprocedurally. The act was 137 seconds pre anticoagulation and 212 seconds post anticoagulation. Antiplatelet therapy included aspirin 100mg/day from three days pre-procedure until one week after the reported symptoms. Ongoing clopidogrel sulfate 75mg/day beginning three days pre-procedure. Ongoing cilostazol 200mg/day was started four days after onset of reported symptoms (11 months post index) along with argatroban hydrate 60mg for two days. Heparin 6000 units was administered during the follow-up procedure. The modified rankin scale (mrs) before the index procedure was 0 and three days post was 0. At the time of 1-year follow-up the mrs was 3. The enterprise vrds remain implanted. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedures they are used in as outlined in the instructions for use. Although a definitive conclusion regarding the cause of the event cannot be definitively determined, as reported, based on the timing of the event 11 months post procedure with no evidence of stent thrombosis it is possibly related to another area of pre-existing stenosis. With review of the available information, there is no indication of any manufacturing or performance issues with the implanted enterprise vrds with identified patient factors/comorbidity possibly impacting the event. Therefore, no corrective actions will be taken at this time.